Event description:
The customer reported that she noticed during the removal of the disposable from a previous procedure the ready light on the device remained on when the top cover was opened. They had attempted to start the centrifuge while the top cover was opened to see if it was possible, and that the centrifuge did spin up with the top cover open. There had been no injuries due to this failure. The terumo bct support specialist advised that the device be unplugged and set aside until it could be serviced. There was not a patient connected to the device at the time of this event, therefor,e no patient information is reasonably known. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: a product disposition review was completed for this machine serial number and no manufacturing related issues were found. Root cause: defective reed switch. Cause of the defect is unknown. There have been no other reports of failures related to a defective reed switch. This device has been repaired and returned to service.

Manufacturer narrative:
(B)(4). Investigation: a service call has been placed to repair the device. The customer has removed the device from service until the repair. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). The machine was evaluated by the service technician. A worn reed switch assembly was found and replaced. The service technician then verified that the centrifuge could not be started with the cover open. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.